Event description:
It was reported that a 82 yo male patient, initial right knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2024, approximately 8 years 10 months post the initial procedure. The patient was revised due to poly wear as well as flaking and delamination. The patient was revised to a 38mm patella, and the tibial insert was revised to a sz 4, 11mm. Fragments of polyethylene were present in the knee joint which the surgeon removed. X-rays were provided. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis. The surgeon kept them. Device images were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 3766400 - 02-010-01-0340 - logic femoral ps cem right sz 4. 3795289 - 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. 3832369 - 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H3: the revision reported may have been due to orientation of the femoral and tibial components, third body wear, instability, or any combination of these which led to wear of the tibial insert and patella component. However, this cannot be confirmed because the components were not returned for evaluation.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: b1; b2; d1; h6. The revision reported may have been due to orientation of the femoral and tibial components, third body wear, instability, or any combination of these which led to wear of the tibial insert and patella component. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."